Event description:
Cardiac perforation was reported. The perforation was diagnosed seven months prior. The patient presented to the hospital in 2009, feeling symptomatic. Due to the previously diagnosed ventricular lead perfora tion, a left thoracotomy was performed and 1000 cc of blood was tapped from the pericardial sac. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received- symptomatic.